Manufacturer narrative:
The field service representative checked multiple parts and mechanisms on the analyzer. All appeared to be acceptable. The customer performed precision testing and qc. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low albumin result for one patient sample. The initial result was 3 g/l and was reported outside of the laboratory. The sample was repeated on (B)(6) 2017 and the result was 44 g/l. There was no allegation of an adverse event. The reagent lot number was 262685. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service representative performed preventive maintenance and checked for contamination and damage to the analyzer, but unit was visible. He performed mechanism checks, replaced syringe seals, cleaned off dust, changed the vacuum nozzle tips and the heat cut filter replaced. He performed general maintenance and ran performance testing.